Event description:
The 6.5 cuffed custom trach tube was being by parent who went to deflate cuff and the adaptor was pushed into the pilot balloon area and pt was unable to deflate the cuff immediately. In an emergency attention this could have been tragic. This is the second trach tube they have returned to reporter with this problem.